Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the soft tissue realignment procedure. In reporting a revision of the patient's right knee on (B)(6) 2022, rep reported that in (B)(6) of 2021 the patient fell and dislocated their resurfaced patella. A soft tissue realignment was performed. Rep confirmed that no stryker rep was present for the procedure as the surgeon did not go into the patient's joint space or revise any implants. Rep confirmed that no further information will be released by the hospital or surgeon.